Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient arrived at the physician's office with complaints of shortness of breath and dizziness. The patient's heart rate was noted to be approximately 40 beats per minute. No ventricular capture was noted. The device was found to be at end of life. Elective replacement indicator had triggered 8 months earlier; however, the patient had not been seen for a device check in 17 months. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.